Event description:
16 months after a coronary artery drug eluting stenting procedure the patient experience a stent thrombosis (st), myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 90% stenosed, 15mm long, mildly calcified portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion. The lesion was post-dilated. The patient was discharged the next day on plavix and aspirin. 16 months after the initial procedure the patient experienced a st and an anterior lateral q-wave mi. The patient then required a tvr due to restenosis of the taxus stent. The physician successfully placed a guidant vision stent in the prox lad. The patient was discharged 5 days later. In the opinion of the physician the relationship of the mi & tvr to the taxus stent is probable and there was restenosis of the taxus stent.